Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported, the membrane was not sealed and could not be used. This same issue occurred with four kits of the same lot number. All four pressure monitoring kits have been returned for investigation. The user reported, the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.